Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, within the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed, while the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be accordioned at 18.7 cm to 29.0 cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that it wasn't possible to identify the reason for the failure. Pushwire was not responding to the push. The pipeline wasn't placed in the vessel pended. Only the pushwire was in an bend position. During the attempts only the resheathing step (x3) was used to attempt to open the pipeline.

Event description:
'It was reported that during a procedure involving a patient with a right internal carotid artery ophthalmic aneurysm and moderate vessel tortuosity, the pipeline flex device was impossible to open at the distal part. The physician attempted to re-sheath and deploy the device again, but it remained closed. On the third attempt, the device became stuck in the phenom27 catheter. The physician then pulled out the system and decided to use another device, the silk vista. Catheter resistance was encountered in the middle section, and the pipeline became stuck in the distal section during resheathing. The physician released the load in the system, which resolved the issue. Vessel diameter in the proximal section was 4.3 mm and 3.8 mm in the distal section. Aneurysm dimensions: neck 7 mm and aneurysm around 6.5-7 mm. The catheter was flushed continuously with heparinized saline. No patient complications have been reported as a result of this event.'

Manufacturer narrative:
Continuation of d10: product ID: ped2-450-18 (b708182). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.